Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the external pulse generator was returned and analysis was unable to confirm the customer comment that a self-test error was generated. It was noted that due to extensive damage sustained by the unit, it was being returned unrepaired. Analysis findngs included upper and lower cases being broken and contaminated, one bail cover was broken and one missing, the ring cover was broken, one case screw was missing, the battery contacts were compressed, one bail was missing, the ring was bent, the keyboard was out of specification with a sticky "emergency" button, the liquid crystal display (lcd) was out of specification due to missing pixels and was also corroded and the main printed circuit board as well as the battery flex were corroded. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator had a self-test error . The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Event description:
It was reported that the external pulse generator had a self-test error. The generator was returned for service. It was indicatedthat there was no patient involvement associated with the event.